Manufacturer narrative:
A ge representative evaluated the system and replaced some cables. System operates as intended.

Event description:
The customer reported the system shuts down on its own. No patient injury was reported.